Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed displacement test and self-test. Pump error (variable 3) alarms were present in the insulin pump history file due to moisture damage on keypad traces. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, stained keypad overlay buttons, moisture damage on force sensor assembly, moisture damage on motor assembly and moisture damage on all electronic assemblies.